Manufacturer narrative:
(B)(4). Date sent: 1/27/2025. D4 batch #: y70191. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a gen11 and the device did activate during functional testing. The blade tip was not broken off as reported by the customer. The device was disassembled to verify the condition of the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y70191, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/24/2024. Additional information was requested and the following was obtained: was the blade broken inside the patient or outside the patient? The blade was broken outside the patient. At the time of this event, was there any bleeding or tissue damage? (If there was any additional procedure, please let us know as well.) No, there was no bleeding or tissue damage. Will the damaged pieces be sent with the returned product? No, it will not.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during the unknown procedure, there was difficulty in cutting tissue several times. The device kept using as the doctor decided. In the middle of the procedure, it was found that the blade was broken. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.